Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2020 after being lost to follow up since 2017. Upon examination, it was discovered that the left ventricular lead exhibited loss of capture on all vectors of the lead. A chest x-ray was performed and a lead dislodgement was confirmed. On (B)(6), the patient presented to the hospital for a lead revision procedure. During the procedure, the physician found the left ventricular lead adhering to the atrial lead and was unable to be removed. The lead was then capped and replaced on (B)(6) 2020. The patient was in stable condition following the procedure.